Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported failure. The fse found a problem with the solenoid driver pcb and replaced it. The solenoid board was previously replaced in september 2018. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during a service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement and no adverse event was reported.